Manufacturer narrative:
The device has not yet been returned for eval; additional info will be submitted once the quality investigation is completed.

Event description:
A stryker core impaction drill was called in for repairs for overheating during testing. There was no pt involvement and no adverse event was reported.